Manufacturer narrative:
(B)(4). The device history review for the product taut cholang cath10/bx 4.5 fr tip x 18, lot #73l1600815 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
A diaphragm component of the teleflex medical taut operative cholangiogram catheter broke off of the device during insertion into the abdomen. It was immediately retrieved in its entirety by the surgeon.

Manufacturer narrative:
(B)(4). The customer returned one unit pi-93 taut introducers 10/bx 7.5 fr x 3.5 for investigation. Only the clear disc from the check valve was returned loose. However, one unit 20018-m55 taut cholang cath 10/bx 4.5 fr tip x 18 was also returned. No visual defects were observed with the catheter. It could not be determined what caused the clear disc to fall out of the check valve since the rest of the device was not returned. The device history review for the product taut cholang cath10/bx 4.5 fr tip x 18, lot #73l1600815 investigation did not show issues related to the complaint. The IFU for this product, l03610, was reviewed as a part of this complaint investigation. The IFU states, "insert the introducer assembly through the abdominal wall using a continuous, controlled, slow, forward motion. Under direct visualization using the laparoscope, penetrate the peritoneum until the catheter tip is just visible within the peritoneal cavity." "Immediately upon entry into the peritoneal cavity, hold the introducer in place and withdraw the needle completely. Remove check valve from needle hub and reinstall on introducer catheter hub." A corrective action is not required at this time as it cannot be determined what caused the complaint issue. Other remarks: only the clear disc from the check valve was returned along with a catheter that was not damaged. Since the rest of the introducer was not returned, it could not be determined how the clear disc fell out of the device. The reported complaint of "broke off in patient" was confirmed based upon the sample received. There were no defects observed with the catheter. It could not be determined what caused the clear disc to fall out of the check valve since the rest of the introducer was not returned. It cannot be determined what caused the reported complaint issue. No further action will be taken. Teleflex will continue to monitor and trend related events.

Event description:
A diaphragm component of the teleflex medical taut operative cholangiogram catheter broke off of the device during insertion into the abdomen. It was immediately retrieved in its entirety by the surgeon.